Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to small signal amplitude measurements. Review of stored device data noted a subsequent atrial fibrillation (af) event that showed p and t-wave oversensing as well as undersensing of qrs complexes. It was noted that the patient did not pass the s-ICD screening, however, was still implanted with the s-ICD. Technical services (ts) discussed potential troubleshooting and programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.